Event description:
I had my second implanted baclofen pump implanted in 2010 after the first one kept stopping and starting. The pump was a medtronic baclofen implant pump model #8637-40 40ml, serial #(B)(4). In 2013, I had many problems with getting too little or too much medication from the pump which led to my muscle spasms either being too harsh or too loose, both were very painful, caused a lot of anxiety as well. Finally, after having the pump adjusted many times by the neuroscience team, they decided to do an outpatient dye test to find to see if there was any problems with the catheter. Something went wrong during the study. They took me for CT scan to see if they could find the dye, but prior to that they reset the pump. It felt like I was very groggy during the CT and the next time I woke up I was in the hospital ICU with IV's and catheters. The doctors said that the pump upon reset gave me an overdose of the baclofen. I went into cardiac arrest and received CPR from the hospital doctor on call. I spent 4 days in the hospital; they had to set the pump to just a trickle, because I was too weak to take it out, I went through severe drug withdrawal, they couldn't give me anything for that, had chest pains and lived on my couch basically for 3 months after the incident, had very high anxiety, and of course the muscle spasms were and are awful even today. As a result of this I have had worse heart palpitations, severe muscle spasms they can't do much about, sleep problems and high anxiety. Can't take many other medicines for pain because my stomach since then can't tolerate a lot of regular taking of medicines. Also had an inflamed stomach during an upper endoscopy. Basically all of my health problems got worse. The pump was taken out 6 months after the incident when I was strong enough to have it done. Incident was in (B)(6) 2013, the pump was taken out in (B)(6) 2013. I have been reluctant to even report this because I still need to have help from these doctors. The muscle spasms were due to a brain surgery aneurysm clipping done in 2003, so I have been disabled since then. But now have to live with the muscle spasms, very high anxiety, balance problems and some memory problems from the surgery n 2003. I have many health issues. These are just some, but the pump nearly killed me a couple of times with overdoses and underdoses, finally cardiac arrest. I don't have a very good immune system, so I don't heal very fast either. This did not help. I called medtronic about 3 months after the cardiac arrest and they didn't say much. Very uninterested in hearing what I had to say, but I wanted them to know what happened, so it wouldn't happen to someone else. They did not offer even an I'm sorry about it. Just said they would document it. I have had to rely on my family for lots of help and they went through so much because of the baclofen implanted pump. Hope you can do something about others not suffering from this pump. I don't know how they would ever be able to tell someone when they are not getting enough or too little of this medication. No medical devices.